Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced elevated blood glucose levels of 1400 mg/dl with ketones present. Reportedly, the healthcare provider classified the ketones as life-threatening. The customer went to the emergency room (ER) for treatment. Insulin was administered intravenously (IV). Subsequently, the customer was admitted to the hospital. IV insulin continued to be administered. Reportedly, treatment resolved the issue. The customer was discharged on (B)(6) 2017. Tandem technical support was not contacted at the time of the reported issue; therefore, a system check was unable to be performed. Reportedly, the customer and the customer's healthcare provider believe a pump "malfunction" to be the cause of the issue, however the clinical diabetes educator (cde) believes the event occurred due to user error. During initial pump training, the auto-off alarm feature was disabled, however the customer turned the alarm on after training. Use error was unable to be confirmed. Reportedly, the cde performed additional pump training with the customer. The customer has manual injections available as alternate insulin therapy.